Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2010.

Event description:
It was reported that two electrogram parameters were not programmed correctly. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.